Event description:
Event description guidant received information that this device, which was implanted last year, was being explanted due to a low battery. Also, the non-guidant atrial lead has high thresholds. It is possible the device has been programmed to high outputs to compensate. The pacemaker will be replaced and the lead issue addressed.